Event description:
Same case as MDR ID# 2134265-2014-04741. It was reported that stent damage occurred. The target lesion was located in the heart. Following the introduction of a non-bsc guide wire, a 38 x 4.00 promus premier¿ drug eluting stent was selected for use and advanced to treat the target lesion. Upon positioning the device, they noticed that "it did not look right". The physician decided not to inflate the balloon and the device was removed. It was then found that one of the stent struts looked raised from the balloon. The device was exchanged for another 38 x 4.00 promus premier¿ drug eluting stent and the same issue occurred again. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The tip od was measured which is within specification. The stent was damaged. The stent struts had been raised in the seventh most proximal and seventh most distal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-04741. It was reported that stent damage occurred. The target lesion was located in the heart. Following the introduction of a non-bsc guide wire, a 38 x 4.00 promus premier¿ drug eluting stent was selected for use and advanced to treat the target lesion. Upon positioning the device, they noticed that "it did not look right." The physician decided not to inflate the balloon and the device was removed. It was then found that one of the stent struts looked raised from the balloon. The device was exchanged for another 38 x 4.00 promus premier¿ drug eluting stent and the same issue occurred again. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.